Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "rupture". Record is for left side. Device remains implanted.

Manufacturer narrative:
Previous medwatch submission reported rupture. Upon receiving additional information, it was noted that device has been explanted and the device is non-abbvie. Hence unreporting the previously reported event of rupture since device is non-abbvie.

Event description:
Previous medwatch submission reported rupture. Upon receiving additional information, it was noted that device has been explanted and the device is non-abbvie. Hence unreporting the previously reported event of rupture since device is non-abbvie.